Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. As the reported issue was unconfirmed and not a manufacturing or supplier related failure a device history record review was not required. As the reported event was unconfirmed, a labeling review was not required. Correction: a, b, d, e, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was did not cool below 14°c. The device had error 113(reduced water temperature control). It was possible chiller failure. Per sample evaluation results on 28sep2023, it was reported that the unit has a fault with the flow measurement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was did not cool below 14°c. The device had error 113(reduced water temperature control). It was possible chiller failure.